Manufacturer narrative:
(B)(4). Concomitant devices - mis quad-sparing headed screw 48mm catalog #: 00598304048 lot #: 64691666. Report source - foreign: (B)(6) the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00313. Investigation incomplete.

Event description:
It is reported that during knee arthroplasty while the surgeon was inserting a screw into the femur through the spacer block femoral resector, the head of the screw fractured inside the inserter. The surgeon attempted to remove the screw from the device with pliers, resulting in a twenty-five (25) minute delay and an anterior micro fracture to the patient's femur. Attempts have been made, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use. 48mm screw was fracture and hex feature was jammed in the screw inserter/ extractor. Device was submitted for further analysis. Analysis determine hex head of the 48mm head screw suspected to have fractured due to torsional overload. Crack initiation site cannot be seen due to excessive smear in the fracture surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.